Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; distal segment returned and analyzed.

Event description:
It was reported that the patient received an inappropriate shock due to sensing artefacts. The lead was replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "stable".